Event description:
The customer stated that she was hospitalized due to hypoglycemia. However, at the time of the phone call the customer was experiencing high blood glucose levels. The reported blood glucose reading was 426 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The displacement test passed. The customer stated that she was under a lot of stress prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.